Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the patient's esophagus during a hemostasis procedure performed on (B)(6) 2014. According to the complainant, the injection gold probe failed to transmit current. The device was connected to an adapter cable however, the user did not attempt to increase the power setting. No issues with the generator or other electrocautery devices were reported. The procedure was completed with a second injection gold probe using the same generator and settings. No visible issue to the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.